Event description:
The patient had been reimplanted contralaterally with a vibrant soundbridge on (B)(6), 2011. Now it was reported that the patient was reimplanted again on (B)(6), 2011 due to lack of benefit. This time he was reimplanted with cochlea implants. The ci-implantation was successful. For the contralateral device, please refer to 3004230826-2011-00082v.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.